Manufacturer narrative:
Device analysis report attached. This report is submitted on march 15, 2022.

Manufacturer narrative:
This report is submitted on november 03, 2021.

Event description:
Per the clinic, the patient experienced an infection at implant site, exposing the edge of actuator. The patient was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report.